Event description:
It was reported that a patient expired the day after a da vinci-assisted radical prostatectomy with lymphadenectomy procedure. During the procedure, an unspecified forceps instrument was used to grasp a blood vessel, and ¿due to its strong gripping force¿ damage was caused to the vessel resulting in bleeding that was controlled, and the procedure was completed. Post-operatively, unspecified signs of suspected bleeding were observed ¿such as a drop in blood pressure¿. Follow-up was initiated and no additional information was received to date.

Manufacturer narrative:
A review of the da vinci system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: prograsp forceps, maryland bipolar forceps, monopolar curved scissors, two large needle driver instruments. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after a prostatectomy procedure in which an unspecified forceps instrument was used to grasp a vessel which became damaged. The exact vessel, how the instrument may have damaged the vessel, and the details around how this injury happened were not provided. The patient later died. How they died and the events leading to their death were not provided. How the vessel injury may or may have not contributed to this death is not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.